Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ueb1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy, noting she was leaking at night. By the time the patient made it to the bathroom, her pad was soaked. During the day the patient had adequate therapy. The patient increased her settings to 2 volts, but it was so painful so she turned it down to 1.7 volts. However, the patient felt some pain when walking. The patient reportedly did not feel stimulation, she felt shocking. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ueb1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the patient noted that regarding steps taken to resolve the issue: they increased the number, as suggested, but still have to hurry to the bathroom and barely make it to the toilet. The patient had an uncomfortable feeling on left side of pelvis. A provider at the urology center said that they didn't have to come back for 3 months. The patient had read the user manual but still didn't feel they knew all the different commands. They also watched the cd and it made it look so easy, but they still didn't feel comfortable at what they were doing.